Manufacturer narrative:
H3, h6: part of the reported device was returned for evaluation. An evaluation of the customer provided images found two close up images of a meniscus with one image appearing to show a fast fix device inserted. No conclusions can be made from these images. A visual inspection found the device was returned without suture or anchors. The actuator was all the way forward. The depth guide adjustment knob was damaged and notches were bent. A functional evaluation found the device cycled as intended and the depth guide adjusted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar events. A review of the device inspection summary found the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There is no way to determine if the device contributed to the reported event. The complaint was not confirmed and root cause could not be determined because the anchors were not returned to evaluate with the rest of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during use in an unspecified procedure, the t2 of the fast-fix could not be deployed. It is unknown if there was a surgical delay. The procedure was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An evaluation of the customer provided images found two close up images of a meniscus with one image appearing to show a fast fix device inserted. No conclusions can be made from these images. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar events. A review of the device inspection summary found the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There is no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information ¿a1, a2, a3, a4, b5".

Event description:
It was reported that during use in a meniscus repair surgery, the t2 of the fast-fix could not be deployed. The t1 was removed by stitching instrument. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No patient complications were reported.